Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured. Impedances were measured to be normal except for electrode pair 9-10, which had impedances of 33 ohms. Therapy impedances were measured to be within normal range. The patient's implantable neurostimulator (ins) was programmed to 10+, 11-. The patient was "quite parkinsonian", but the hcp thought that may be due to overzealous medication reduction. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
Other applicable components are: product type: lead, product ID: 37086, product type: extension, product ID: 37086, product type: extension, product ID: 3389, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the short circuit was not determined. No diagnostics or troubleshooting was done and no actions or interventions were taken or planned since the patient was receiving therapy. The patient had good therapy using the electrodes without low impedances.